Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump is emitting a high pitch sound and none of the buttons are working. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no constant tone, unexpected high pitch sound or audio and or beep anomaly noted. The device had intermittent button response due to moisture damage keypad traces. The device also had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.